Event description:
The manufacturer received information alleging a patient experienced laryngeal cancer, left vocal cord and microinvasive while using a dreamstation auto CPAP starting in 2017. The device was replaced once due to a malfunction. Medical intervention was not specified. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.